Event description:
It was reported that guidewire became stuck in the process of advancing within the catheter. Reportedly, the catheter was able to be freed from the guidewire. After successful removal of the catheter, during an out of body test, the catheter was leaking therefore, the catheter was no longer used. Another catheter was used to complete the procedure. There was no reported pt injury.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. There have been 5 complaints reported to date for corporate lot number gfxi0974, for this issue. The investigation is confirmed for material separation as the outer catheter and guide wire lumen had become separated from the metal tip. The investigation is inconclusive for guide sire issues due to poor sample condition, material separation at the distal tip. The definitive root cause could not be determined based upon the available information. It is unk if the pt and/or procedural issues contributed to the reported event. The current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and prod should be inspected for signs of damage. Never use damaged prod or prod from a damaged package.